Event description:
It was reported that the programmer did not interrogate. It was further reported that it would begin to interrogate and then would lose communication. It was noted that if the plug where the radiofrequency programmer head cord connected into the programmer was lifted up it seemed to be better, also supporting it with a pen cap. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of intermittent telemetry due to a loose connection, it was confirmed that the radiofrequency programmer head connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Additionally the hard drive was reconfigured and the software reloaded.